Event description:
It was reported that during implant attempt, the ventricular lead would not work, despite no visible blockages in the header and the setscrew working ok. It was further reported that there was no output and no ventricular pacing. The physician chose to use another device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.